Event description:
It was reported that the patient was no longer holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned as it was disposed by the medical facility.

Manufacturer narrative:
Exact date unknown, event occurred for months from the date the manufacturer was made aware.